Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-437b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on surface and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks; the connector appears in good condition; the fiber passed the conductivity test. Probable root cause: based on the device analysis, the product complaint "fiber port overheat" could not be confirmed; fiber cap failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 221,679 joules; 43 minutes of use, "fiber port overheat" message was observed and the laser kept shutting off. The fiber was exchanged and the procedure was completed utilizing the second fiber. There was no injury to patient reported.